Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the retractor band was disconnected. A field service engineer reconnected the retractor band to resolve and user verified the functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 3.1 failed and not detected on bus. Customer stated that multiple attempts had been made to recover, reboot, and apply other methods to resolve the issue, but the problem continued. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.